Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the device was showing no device found and it failed bench testing, leading to the device being scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was no device found screen, the recharger was getting very hot, it was difficult to find the implant, and the implantable neurostimulator (ins) was dead. The patient reported that the controller would say no device found for almost 30 minutes before it would finally connect and start a charge session, but then, the recharger would get very hot and the connection would drop. The patient worked with a manufacturer representative (rep), who assisted in turning down the charging speed from 4 to 2 to help with the heating. The charging still took a long time and the recharger still got very hot. Prior to the report, when the patient went to charge the ins, it was depleted and it brought her through the passive recharge mode. It was explained to the patient that it could take up to 3 sessions of that in order to be able to charge the ins normally again and it occurs when the ins gets too low. The patient noted trying 3 sessions with no resolution. In addition, the patient reported that she normally would need to charge every day and one day, all of a sudden when she went to charge, she noticed the ins was still at 80%. Then, the patient checked the programs to see if anything changed. She was not able to access the programs and was not able to connect to the ins with her controller. Troubleshooting during the report did not resolve the issues. A replacement recharger was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.